Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found haptic torn. Lens returned torn in two pieces. (B)(4).

Event description:
The reporter indicated that a cc4204a, +14.5 diopter, intraocular lens tore in half. It was reported that there was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.